Manufacturer narrative:
Results: mi, death. (B)(4).

Event description:
During the index procedure the patient had one endeavor sprint drug-eluting stent implanted in the rca. It was reported that the patient died approximately 41 months post index procedure. Cause of death was reported to be due to an mi. It was not assessed if the mi or death events were related to the study device.